Event description:
The customer reported that when the surgeon fused the mesentery tissue, the device worked only intermittently. The surgeon tried to fuse several times but the tissue was bleeding, so he opened a new device. End tones were heard when the bleeding occurred. The device was used to stop the bleeding and complete the procedure. There was no injury to the pt.

Manufacturer narrative:
(B)(4). The sample has been requested but to date the incident sample has not been received for eval. The sample is received or if additional info pertinent to the incident is obtained a f/u report will be submitted.